Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noisy signal in the non boston scientific (non bsc) right ventricular (rv) channel. A lead fracture is suspected to be the cause of this issue, however, data was sent to boston scientific technical services (ts) for their review and recommendation. No reported asystole. No adverse patient effects were reported. Additional information confirmed that the hold system was replace. Sales representative confirmed a lead fracture. More details were asked.

Manufacturer narrative:
FDA 3500a section adverse event or product problem , b5: event description was updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed noisy signal in the non boston scientific (non bsc) right ventricular (rv) channel. A lead fracture is suspected to be the cause of this issue, however, data was sent to boston scientific technical services (ts) for their review and recommendation. No reported asystole. No adverse patient effects were reported. Additional information confirmed that the hold system was replace due to physician's discretion. Sales representative confirmed a lead fracture was the cause of this issue.